Event description:
Plaintiff alleges that he has suffered a type I latex allergy from his exposure to latex gloves. He alleges suffering severe pain and suffering, expenses for medical care and treatment, and loss of earning capacity. He alleges the sensitization has caused restrictions in his life as to where he can go and what he can do as to avoid situations where latex is present. Plaintiff's wife alleges loss of consortium of her husband.